Event description:
It is reported that the patient has high levels of metal in his blood. He had a metal on metal hip replacement in 2007.

Manufacturer narrative:
This report will be amended when our investigation is complete.